Manufacturer narrative:
Based on the information available, despite making multiple attempts to obtain additional information regarding customer resolution associated with this complaint, all the attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened. H3 other text: despite making multiple attempts to obtain additional information regarding customer resolution associated with this complaint, all the attempts have been unsuccessful.

Event description:
Philips received a complaint on the defibrillator indicating that customer needs a quote for battery. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporting address line 1: (B)(6). Reporter city: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.